Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends. Device manufacture date: unk.

Event description:
It was reported that a pt had blistering; itching; bleeding and weeping beneath the tape collar for three years. The pt had consulted with an ostomy nurse and dermatologist. It is reported that a culture was done and she was told she had a staph infection but no antibiotics were prescribed. The area clears up when she uses the cortisone tape and ointment; the condition returns when she applies a new wafer. It is also stated that the pt has tried other products without much change in the condition. It was suggested to the pt that she crust the area and try a wafer without tape collar. Pt outcome is not reported.